Event description:
It was reported that during a procedure to treat a perforation and an occlusion in the left circumflex and first obtuse marginal arteries caused by a non-abbott stent, the 3.0 x 12 mm jostent graftmaster was advanced but would not cross the lesion. Another jostent graftmaster was used successfully to treat the perforation. The occlusion was successfully treated with pre-dilatation using a trek balloon dilatation catheter and a xience v stent was implanted to complete the procedure. Pericardiocentesis was done after the perforation was sealed to treat the pericardial effusion related to the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure reported. The patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Stent: resolute 3.0 x 30mm. Guiding catheter: mach 1 6f. Guide wire: runthrough, fielder, grandslam, balance middleweight. Other: effient, toprol xl, altace, pravachol. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.